Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in responses to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the pt received inappropriate high voltage therapy. Tech services suggested reprogramming changes to adjust the parameters and prevent unnecessary therapy. The ventricular fibrillation detection rate will be increased to accommodate for the supraventricular tachycardia. The device remains implanted.